Manufacturer narrative:
H4: the device was manufactured between 02oct2019 and 03oct2019. H10: two (2) actual samples were received for evaluation. During visual inspection revealed a reddish-brown particle, measuring between 0.15 to 0.50 square mm embedded in the material of the tubing line. The particles were not in the fluid due to being embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc). The reported condition was not verified. The remainder of the samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed on the tubing of twenty-two (22) small volume intermates. This issue was identified during inspection prior to patient use. There was no patient involvement. No additional information is available.